Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. The leak was observed while the device was inside the sealed over pouch . This issue was discovered prior to patient use. The device was filled with 3000mg meropenem in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from july 20, 2020 - july 21, 2020. H10: the actual sample evaluation was completed. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample which suggested that a leak had occurred. The cause of the fluid inside the bag was due to broken tubing (detached) at the junction of the white flow restrictor. Further inspection revealed that a portion of the broken tubing still remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause may be due to either user handling of the product or a faulty device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.